Event description:
It was reported that the ventilator alarmed for high o2 concentration. The patient involvement is unknown. (B)(4).

Manufacturer narrative:
Our service engineer has been on-site and was not able to reproduce the reported failure. As a preventive measure both the oxygen and air gas module were exchanged, no goods has been received. The oxygen and air gas module regulates the inspiratory oxygen and air gas flow to the patient. Failure in a gas module can lead to an inaccurate gas flow and pressure regulation which may lead to o2 concentration other than set. The fault will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event and the fault could be traced back to september 3. Therefore the ¿date of event¿ will be adjusted to (B)(6) 2017. The investigation are not able establish the cause to the reported event due to lack of goods.

Event description:
(B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module and the air gas module were replaced and returned for investigation. The reported o2 concentration high alarms were reproduced during test of the returned air gas module and o2 gas module in a reference ventilator. The oxygen gas module was found to be oscillating during test in the production test system for gas modules. The oscillations were caused by the nozzle unit. The air gas module was working as expected. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case the nozzle unit failed prematurely. If oscillations happen during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The received device log confirms the reported problem. Why the nozzle unit failed, could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).